Manufacturer narrative:
The electrode lot number is beb88 with an expiration date of 22-oct-2025. The field service engineer inspected the analyzer and found serum residues in the sipper. He also adjusted the main pump. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode assay results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The following are examples of discrepant results: patient sample 1 on (B)(6) 2025: the initial na result from the reported line was 148.7 mmol/l. The repeat result from another line was 139.7 mmol/l with a data flag. The repeat result was deemed correct. Patient sample 2 on (B)(6) 2025: the initial na result was 120.2 mmol/l. The repeat result was 110.3 mmol/l with a data flag. The repeat result was 117.3 mmol/l.

Manufacturer narrative:
On the field service engineer's first follow-up service visit, he decontaminated the analyzer. On the field service engineer's second follow-up service visit, he performed further cleaning procedures on the sipper and vacuum nozzles and the dilution cup; verified the analyzer's components; replaced the solenoid valves; and performed calibrations and qcs with acceptable results. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. The investigation determined that the service actions resolved the issue.